Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprostheses valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Unfortunately, the subject device was not explanted and is not available for analysis. The patient's medical history is also unknown. Although the root cause of this event cannot be determined, the regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. No corrective action is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a mitral pericardial valve underwent a valve-in-valve procedure due to mitral regurgitation. The implant duration of the pre-existing surgical valve is approximately 11 years and seven (7) months. A tmvr was successfully performed. The patient is doing well.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.